Event description:
Another div of the company (besides the mfg facility) reported that the device failed to power on during testing. The device had been in storage for several yrs. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): the reporter installed a new battery in the device and it failed to power on. The cause of the failure was not determined.